Manufacturer narrative:
The insulin pump was received unable to prime unit during the prime test and alarmed during basic occlusion test due slightly loose drive support disk. No motor error alarms noted and the motor was tested outside the device and passed. The insulin passed displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming. Customer's blood glucose was unknown at the time of incident. No further information was provided